Manufacturer narrative:
D10 concomitant products: unknown egia su, unknown endo gia sulu (lot#unknown); unknown egia su, unknown endo gia sulu (lot#unknown); unknown ligasur, unknown ligasure instrument (lot#unknown). References: dong wang, surgical endoscopy (2024) the learning curve of laparoscopic splenectomy and esophagogastric devascularization for portal hypertension with 10-year follow-up; 38:5228¿5238. Https://doi.org/10.1007/s00464-024-11017-0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study assessed the learning curve of laparoscopic splenectomy and esophagogastric devascularization (lsed) for treatment of portal hypertension between 2005 and 2020. There were five hundred and ninety-four (594) patients with liver cirrhosis were retrospectively analyze. Two hundred thirty six (236) patients who underwent open surgery, and three hundred fifty eight (358) underwent lsed. In the lsed group, ligasure, company¿s stapler or other devices were utilized for vessel disruption. Company¿s stapler was used to transect the splenic hilum and the root of the left gastric vein. In traditional open surgery, surgical techniques including clamp, transection, ligation, and suture were performed in a conventional way. Complications in the lsed group included bleeding. Conversion to open surgery was reported due to intraoperative bleeding. Endoscopic treatment and additional surgery were required to treat postoperative bleeding. One patient died of intra-abdominal bleeding post-discharge within 1 month.